Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm on (B)(6) 2014. It was reported that CT five years post the index procedure showed a type ii endoleak (that was possibly a type ia). It was reported that there was a lumbar artery filling the aneurysm sac and possibly a type ia endoleak from neck dilation, and possible migration. An aortogram approximately one month later showed a type ii endoleak and that the stent graft was 10mm from the level of the lowest renal artery. There was no apparent type ia endoleak. It was reported that the stent graft had migrated 3-4 mm but it not the cause of the endoleak. The endoleak was confirmed to be a type ii caused by a lumbar artery. The type ii endoleak was treated by carrying out coiling. An endurant ii stent graft cuff was then implanted up to the level to the lowest renal and 10 endoanchors were also placed to treat the migration. An aortogram confirmed the type ii endoleak had resolved and there was no type ia endoleak noted. The cause of the migration is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information: it was confirmed by the physician that the cause of the migration is not known. If information is provided in the future, a supplemental report will be issued.